Event description:
During a procedure a faradrive steerable sheath was selected for use. Post procedure an unknown piece of debris was discovered at the distal end of the sheath. The case was conducted as normal. A versacross connect for faradrive was used for access and to go transseptal. The sheath was introduced over a wooley extra stiff wire. The wire was exchanged for a versacross pigtail wire to go into the left atrium. The wire and dilator were exchanged for the abt hd grid to create a 3d electroanatomical map. The hd grid was exchanged for the farawave 31 mm catheter with a merit rosen wire. The farawave was then exchanged with the hd grid. Then the hd grid was removed from the sheath. The faradrive was closed using a figure 8 stitch. Upon closure, the physician noticed the debris at the distal end of the catheter. The procedure was completed using the original device. No patient complications were reported.

Manufacturer narrative:
Upon initial inspection of returned fardrive sheath, debris was noted at the distal end of the sheath. The sheath was tested for deflection to evaluate its structural integrity and performance. It was observed that the sheath successfully demonstrated the capability to deflect without compromising its structural integrity. Under microscope inspection, the debris was found to be adhered to the inside of the shaft distal tip. It was confirmed that the material was the inner liner of the faradrive sheath. The liner had delaminated from the distal tip with a seam still attached to the inner diameter of the sheath tip. Inspection of the shaft distal tip found the inner liner delaminated due to incorrect application of the liner during the manufacturing process.

Event description:
During a procedure a faradrive steerable sheath was selected for use. Post procedure an unknown piece of debris was discovered at the distal end of the sheath. The case was conducted as normal. A versacross connect for faradrive was used for access and to go transseptal. The sheath was introduced over a wooley extra stiff wire. The wire was exchanged for a versacross pigtail wire to go into the left atrium. The wire and dilator were exchanged for the abt hd grid to create a 3d electroanatomical map. The hd grid was exchanged for the farawave 31 mm catheter with a merit rosen wire. The farawave was then exchanged with the hd grid. Then the hd grid was removed from the sheath. The faradrive was closed using a figure 8 stitch. Upon closure, the physician noticed the debris at the distal end of the catheter. The procedure was completed using the original device. No patient complications were reported. The device is expected to be returned.